Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that during a total knee arthroplasty procedure, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.